Event description:
It was reported that a spectrum iq pump under infused during therapy, over 5% out of specification. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Flow rate testing was performed, and the flow rate of the device was found to be within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition 'under-delivering, over 5% outside of specification' was not verified. Should additional relevant information become available, a supplemental report will be submitted.